Event description:
On (B)(6) 2011, the reporter for the lay user/ patient contacted lifescan (lfs) alleging that the patient's onetouch ultraping meter was experiencing a "meter memory issue." The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the reporter that alleged issue with the "missing results" with the subject meter occurred on (B)(6) 2011 at 8:15pm. The reporter stated that the patient manages her diabetes with the insulin pump. On the day of the reported issue, the reporter claimed that "the meter was not keeping the readings in the memory." When the memory mode was accessed, the reading that was done at 8:10pm was allegedly missing and the reading of "337mg/dl", which they thought was the most current one, was actually the reading that the patient obtained from two hours ago. The reporter then gave the patient a bolus of 2.25 units of novolog, based on the "337mg/dl" reading. At 8:45pm, the reporter stated that she tested the patient again and obtained a reading of "67mg/dl" and was watching the patient closely to 'make sure that she does not go into hypoglycemia." The reporter claimed that the patient did not develop any symptoms or receive any treatment. At the time of troubleshooting, the cca determined that there was no evidence of misuse and that the patient was using the subject meter as recommended per the owner's booklet but the reported issue remains unresolved. Replacement products were sent to the patient. This complaint is being ruled out due to the following conclusions: there is no indication that the product caused or contributed to an adverse event. The patient's symptoms do not meet the criteria for a serious injury and the patient did not receive any form of medical intervention. In addition, there was no evidence that the product malfunctioned.

Manufacturer narrative:
Follow-up # 1 (11/10/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter has passed testing with no faults found. The test strips were also returned. However, testing was not performed since the alleged issue pertains to a meter issue only. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.